Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address have been updated accordingly to reflect the correct manufacturing facility. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.

Event description:
It was reported that during pre-surgery testing, prior to a tibial plateau fracture surgery, it was observed that the small battery drive device would not work. According to the report, the scrub nurse put in two different battery devices to test the device and the device did not work. The battery devices were tested with a new handpiece device and the device worked. It was not reported if there was a delay in the surgical procedure. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was heating up during use. The assignable root cause was determined to be due an internal mechanical component or electric component failure due to immersion during cleaning, which was failure to follow the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.